Event description:
Provider states the support tube for the mk6 display has broken. In speaking with the reporter no injury had occurred. The part was sent for replacement. Additional information was requested however no further information has been received.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare.